Event description:
According to the reporter: as reported by the operating room nurse: when inserting the device into the trocar, the tip broke. The tip was recovered and removed. No tissue damage or pt injury was reported. Used another (B) (4) and was able to continue the case.

Manufacturer narrative:
(B) (4)